Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with the device problem and component not determined due to insufficient information. Symptoms included a health effect that could not be characterized because information was insufficient. Outcomes included an impact that could not be characterized because information was insufficient. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and did not establish a device problem or component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.